Event description:
It was reported that an 11 in (28 cm) appx 0.97 ml, smallbore set w/nanoclave¿, 6-port, nanoclave¿ manifold, bcv, clamp was found with the end cap disconnected from the main body. The manifold broke at the main connection port while switching the fluid line. Excessive force was not used. This defect did not occur previously. The mating device is available to be returned, and the sample does not contain any hazardous materials. A sample photo was provided. The event occurred during infusion of continuous cardiotropic medications, nutritional supportive therapy, sedation, and pain control, and intermittent antibiotic usage. Therapy for identified infusions between june 11 (date of birth) and discontinued june 16 (after the manifold was changed). There was no patient harm reported.

Manufacturer narrative:
One photo was shared by the customer, where the used unknown partial extension is observed, and the body's nanoclave is observed to be separated from the manifold. No additional damage or anomalies were observed. One (1) used. List #am6150 connected to a used, unknown partial extension set. As the body's nanoclave was observed to be separated from the manifold and the spike was crushed, the body was attached to used unknown extension set. The body's nanoclave was disconnected using a pair of pliers due to a strong connection with the unknown partial extension set. The identification (ID) of the returned mating device was measured and found within specification. The complaint of separation can be confirmed. The probable cause was due to unintentional forces applied during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.